Event description:
It was reported the patient presented in clinic for initial implant procedure. During procedure, it was noted that the stylet was unable to be advanced to the end of the right ventricular (rv) lead and its helix failed to extend. The rv lead was taken out of the body and during placement reattempt, noise was exhibited. The lead was not implanted, and a replacement lead was successfully implanted on (B)(6) 2024. Patient had no consequences.